Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s dad reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 7.9 mmol/l and the sensor glucose was 3.8 mmol/l at the time of the incident. The customer¿s dad stated that they had problem with sensor overnight error of sensor glucose value not available. The customer was advised to inspect sensor to determine if it is securely taped to skin or if it has moved. The sensor will be returned for analysis.